Event description:
Healthcare professional reported right deflation and tingling. The device has been explanted and replaced.

Manufacturer narrative:
This medwatch has been sent to record information sent in duplicate report mrn 9617229-2023-06969 and we are consolidating it to this report. Aware date of initial mw: 04/11/2023.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings. Additional observations: creases were observed. Missing plug strap assessed as inconclusive. Yellow particles observed inner the surface of the shell. Wear abrasion observed.

Event description:
Healthcare professional reported right deflation and tingling. The device has been explanted and replaced.

Event description:
Healthcare professional reported right deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.